Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Optic damage was observed. All product and batch history records are reviewed by quality prior to product release. Root cause: the reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was noted to be cracked. It was reported that there was patient contact and the procedure was completed the same day. Additional information has been requested.